Manufacturer narrative:
Based on the information reported to davol, the patient underwent a hernia repair with a ventralex mesh on (B)(6) 2005. The patient reports that he underwent surgery for a small bowel obstruction, scar tissue removal and explant of the ventralex patch. The patient did not allege a specific device failure and no medical records or product sample have been provided for evaluation. Attempts to gather further information from the patient were referred to patient's attorney. Currently it is unknown whether the device may have contributed to the alleged event. Based on the information provided, no conclusion can be drawn.

Event description:
Information obtained from maude event report (B)(4): on (B)(6) 2005, the patient underwent "sliding" hernia repair with bard ventralex surgical patch. On (B)(6) 2011, the patient underwent unspecified surgery for "small bowel obstruction, scar tissue removal and bard ventralex surgical patch explanted".